Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of leakage at handle and albarran lever being defective were not confirmed. In addition to the finds reported, the tee nut was loose. The scope cover was discolored. Due to deformation of scope connector, caused water tightness to be lost. The bending section cover was worn. Due to wear of knob wire, the forceps raising angle did not meet specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced a leakage at handle and albarran lever was defective. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a gap between the acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the reported issue was due to peeled adhesive on the distal end. The root cause of the issue could not be determined, however, the defect may have been caused by stress, handling, or other issues. Olympus will continue to monitor field performance for this device.